Manufacturer narrative:
A field service engineer (fse) went onsite to further evaluate the issue. The issue was determined to be due to the rp-pcba missing the o-ring. The fse replaced the missing o-ring on the rp-pcba and swapped the proximal and inlet tubes to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
Philips received a complaint by the customer on the v60 indicating that alarms will not silence. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.